Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heel warmer. The customer reports that the heel warmer exploded but did not get on the nurse or pt because the nurse was holding the heel warmer away from both her and the pt.